Event description:
Continued safety issues with retractable technologies easypoint needles. While rn was opening the package for an easypoint needle 23g 1in for an im injection, the needle dislodged and shot out of the packaging at the wall. It landed in the computer keyboard with open exposed needle and spring.